Manufacturer narrative:
Analysis and results: there are no previous complaints of this code-batch. (B)(4). We have received one closed sample to analyse this case. Tightness test to the sample received has been performed and the unit is tight. We have tested the knot pull tensile strength of the sample received and the result fulfils the requirements of the european pharmacopoeia (ep): 4.14 kgf (ep requirements: 3.14 kgf in average and 2.18 kgf in minimum) furthermore, degradation test result conducted on the sample received fulfils b. Braun surgical requirement. In the degradation test, threads are introduced in a 0.9 % nacl solution at 37ºc for 14 days. After this period, the knot pull tensile strength of the thread is tested. The result for the sample received is 2.88 kgf. B. Braun surgical requirement is 1.42 kgf in minimum. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b.braun surgical requirements. Novosyn biocompatibility has been tested in numerous experiments. In sensitization and irritation tests the harmlessness of novosyn was proved. Nevertheless, there are risks (side effects) associated to the use of novosyn suture, which are mentioned in the instructions for use of the product: "an existing infection may be negatively influenced by any absorbable suture. The degradation of the suture may also be slightly accelerated depending on the patient and the severity of infection. The following side effects may be associated with the use of this product: pain, granuloma, seroma, hematoma, rejection, enhanced bacterial infectivity, wound dehiscence, anastomotic leak and haemorrhage." Final conclusion: according to the results of the sample tested and the batch manufacturing record review, the product complies with the specifications. Therefore, we do not see any manufacturing fault or material defect that could have caused the incidence. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.

Event description:
It was reported that there was an issue with novosyn suture. The customer (veterinarian) informed that there was a severe inflammatory reaction after ovariohysterectomy in a (B)(6) cat. There was a inflammatory fluid and dehiscence three days after the surgery, causing a longer healing time. The suture was used intradermally and surgeon's knot was made. Medwatch submissions related to this report are: 3003639970-2020-00431, 3003639970-2020-00332.